Manufacturer narrative:
Unit received from customer through distributor. It was confirmed for decontamination and a visual inspection performed. System logs were reviewed, and the unit was been placed onto a 0.5 ppm dose for over 2 days. Dosing was provided as stable with no issues. All system check passed apart from the no and no2 bump test. This failure was a result of system bias being off due to low battery state on arrival. A calibration (part of normal set-up) would resolve this error. Instability of flow likely the result of set-up issues at customer.

Event description:
Therapist at (B)(6) med ctr reported that patient was set to be delivered nitric oxide (no) at 20 ppm but observed monitored nitric was fluctuating widely from 10 - 30 ppm. Therapist attempted to troubleshoot by changing lines, filters, and disposables of the noxboxi unit, but did not see any improvement. Unit was replaced with the new unit found to effectively deliver no at stead set dose of 20 ppm. Issue occured during off label treatment ((B)(6) year old patient).